Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Investigation results suggest a piece of calcium caused a coronary artery occlusion. The exact cause of the pericardial effusion is unknown as information is not forthcoming.  But could be related to the non-edwards pacing lead and/or the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the 26 mm sapien 3 was well implanted by tf approach in the aortic position. No bav was done. Post valve deployment angiography showed patient coronary arteries. While performing the angiography of the access vessel, the patient had an st segment elevation and it was seen that there was no flow of the right coronary, possibly due to piece of calcium. Two stents were implanted and the patient stabilized. The patient was transferred to ICU and later on to the normal ward. In the night suddenly the pressure started to go down. A pericardial effusion was noted. A pericardialcentisis was performed and ¿dark blood¿ was aspirated. It was assumed that the pacing lead perforated the right ventricle. But only little blood was aspirated and the blood kept clotting. Pressure went further down and CPR was started. A decision was made to open the chest in order to repair the right ventricle. While the chest was opened, ¿brighter blood was seen¿. It was thought that maybe during CPR an injury was caused. Unfortunately, it was "not possible to disconnect the patient from the hlm due to continuous right heart failure and the patient died.¿